Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that there was a tear in the percutaneous lead jacket. The system controller log file was reviewed and low speed and low flow hazards were captured. The following day the manufacturer's technical service technician performed an electrical continuity test and was unable to produce any alarms or pump stop with manipulating the percutaneous lead. A decision was made to exchange the pt's pump the following day. The pt experienced 3 pump stops during the night prior to the exchange. The pt's pump was exchanged and the pt remains ongoing with the new lvad.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.